Event description:
It was reported the patient had a loss of therapeutic effect and suddenly began shaking the morning of this report. The patient had discovered the implantable neurostimulator (ins) battery was dead. The patient had been charging the ins for three hours, but their shaking was so bad they could not take the charging belt off. At the time of this report the ins was 3/4 charged and the patient was charging with full coupling bars. The patient did not have a patient programmer and their healthcare professional (hcp) told them they did not need one. Follow up with the patient¿s hcp indicated the cause of the event was not determined and reprogramming was needed. The hcp indicated the patient did not experience a loss of stimulation or therapeutic effect. The patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a loss of therapeutic effect and a return of parkinson¿s symptoms. The healthcare professional (hcp) was not able to adjust stimulation and a ¿call your doctor¿ and power on reset (por) message with a 0x400 code was displayed on thepatient programmer.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v314995, implanted: (B)(6) 2009, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v281324, implanted: (B)(6) 2009, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).